Event description:
Microwave ablation of liver procedure using amica apparatus for microwave ablation. The metallic tip (~1cm) of the microwave probe broke off and remains in the patient at the site of tumor ablation.